Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Two lots were returned that were not reported, therefore initial reports 3003853072-2016-00103 and 3003853072-2016-00104 were submitted. Supplemental report five of five 3003853072-2016-00060-1 through 3003853072-2016-00063-1.

Manufacturer narrative:
The investigation was completed with the returned construct parts and the information available. Upon inspection of the rod, no problem was found with the device nor was an issue mentioned in the report. As the part and lot number of the returned rod was unknown, there could be no review of the manufacturing records in order to determine any issues which could have contributed to this event. The root cause of this event cannot be conclusively determined, however, as the hardness and micrographic structure of the screws were tested and shown to be perfectly consistent with a ta6v-type titanium alloy, it is likely that the screw broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of six for the same event, reference 3003853072-2016-00060 through -00063 and 0002184052-2016-00094.

Event description:
Since (B)(6) 2015, the patient had begun experiencing increasing low back pain. On (B)(6) 2016, it is noted in an office note that there is evidence of a broken screw. No specific occurrences (e.g. Trauma, non-compliance) are related to this occurring. The patient's bone quality and current status/condition was not indicated. It is reported fusion did not occur. No x-rays or surgical report are available at this time. Indication of the initial surgery degenerative disc at lumbar 4-5, 5-sacral 1 with spondylolisthesis. Description of the construct implanted during the initial surgery. Lumbar 4-5-sacral 1 pedicle screws with cross connector.